Event description:
It was further reported that there was high svc impedance and an apparent lead fracture. The lead was explanted and replaced. During the lead extraction, the device was inadvertently dented and the physician was concerned with internal integrity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency department after hearing the alert tone. Device interrogation showed normal values with a superior vena cava (svc) alert due to a one time impedance spike. Upon having the patient rise their arms above their head, the svc impedance would spike above normal values. The svc and svc alerts were turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency department after hearing the alert tone. Device interrogation showed normal values with a superior vena cava (svc) alert due to a one time impedance spike. Upon having the patient rise their arms above their head, the svc impedance would spike above normal values. The svc and svc alerts were turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: d224drg defibrillator, (B)(6) 2011; 5076 non defib lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily high voltage lead impedance trend data showed an abrupt increase for the superior vena cava (svc) defib equal to 50 to 238 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.